Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), product type: extension; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2021, product type: extension; product ID: 3708660, serial# : (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 05-apr-2025, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(4) ubd: 10-mar-2025, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(4) , ubd: 06-mar-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during¿a stage two procedure, when impedances were checked it showed a high impedance on contact 0 (around 13000ohms). The caller indicated that they unplugged and plugged it back in and ran current through the system. That did not resolve the issue. They tried to disconnect and reconnect the extension and that did not resolve the issue so they decided to close the pocket. When they were closing, electrode 3 was high (around 11000ohms) in addition to electrode 0 being high. They tried disconnecting and reconnecting the extension again and that did not resolve the issue. The caller tried to test the the contacts with alligator clips and all four electrodes were normal. They switched the extension in the ins ports and got the same high impedances on the opposite side. They opened a second extension and connected that extension on the 0 and 3 side without tunneling just for test purposes. The caller indicated that the impedances were still high. The caller indicated that the second extension was discarded. Actions/interventions taken to attempt to resolve the reported high impedances was to extend surgery time in order to test the leads with a twist lock, repeatedly unplug and replug in both the generator side and lead side of the extension, new extension opened and plugged in and tested. The contacts were also turned on to an amperage around 3-4 ma to see if that cleared the impedance. It was not resolved, no further plans were known at time of report, and cause is unknown.